Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 504mg/dl. The customer was throwing up, felt weak, and difficult breathing. The customer's blood glucose was treated with an insulin drip and hydration, magnesium, phosphates and electrolytes. The mother mentioned that the cannula was bent, but the insulin pump did not alarm no delivery. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.